Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump was exposed to moisture. Customer's blood glucose level at the time 140 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. No moisture damage found on the electronic assembly, motor, battery tube and vibrator assembly however, moisture damage was found on the keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.